Manufacturer narrative:
Discrepant results when repeated the test with the inratio meter. The results are as follows: 1.6, 2, average: 1.8, stdev: 0.28, %cv: 15.71. As per internal procedure if it is less than 20% the criterion is not met. The product will not be investigated.

Event description:
The caller alleged discrepant results when repeated test with inratio meter. The test results are as follows: 1.6, 2.